Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
At 10 days post-operative, glenoid fracture at the central screw assembled with a threaded baseplate.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.